Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and the utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. In addition, most cases of pd related peritonitis are due to a breach in aseptic technique resulting in contamination during treatment set-up. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient contact of a patient on peritoneal dialysis (pd) reported that the patient had peritonitis. No further information was provided. Additional information was requested, however; to date has not been provided.